Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the large clip applier failed to clip tissue. The customer reloaded the clip and tried again but the issue persisted. The user completed the procedure using a backup large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the instrument issue occurred while the surgeon was attempting to apply a clamp on a vessel or tissue bundle. There was no instrument motion issue. This occurred during the 2nd clip application. The customer used a backup instrument to continue the procedure.

Manufacturer narrative:
The instrument was found to have grip input disk #7 completely detached. Parts of the input disk was found in the housing. The instrument was found to have hairline cracks on grip input disk #6. Other backend components adjacent to the cracked inputs do not show damage. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.